Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149983 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m149983, test base part number 190-430 / lot: m149983. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149983 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Reference MFR. Report : 1221359-2021-01971.

Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01971. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay . This MFR. Report addresses patient two ( 2) of two ( 2) . The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kit swab. Repeat testing was not performed. Rt-pcr confirmation testing on nasopharyngeal swabs performed on (B)(6) 2021 generated negative result. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.